Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels ranging between 501-1000 mg/dl. Cause was not known. Reportedly, due to the elevated bg levels, the customer was hospitalized on (B)(6) 2024. Customer reverted to an alternate form of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.